Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint, which is listed as a concomitant device, was returned for investigation; however, no testing strips (suspect device) were returned. The returned monitor meets accuracy criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The impedance curve associated with the customer's result of 5.0 obtained with lot 369157a and determined to be normal in shape, not exhibiting weak slope or other abnormalities. The root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
The inratio pt/inr test strips (100071; lot# 372984a) referenced is being reported under a separate medwatch report number 2027969-2015-00710. Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: (B)(6). There was no reported adverse patient sequela. There was no additional information provided.